Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation it was noted that the pacemaker and right ventricular (rv) lead exhibited loss of capture (loc). It was found that the loc had been occurring for several weeks. The patient stated she was lifting a printer and felt something different. A revision procedure was performed where the lead was explanted and replaced. The physician noted that the cause of the loc remained unknown as the lead position was in the rv apex, which was the same as previous. The pacemaker remained in service with the new rv lead. No additional adverse patient effects were reported.